Event description:
It was reported that the dexcom g7 sensor was not connected to the patient¿s insulin pump, with the user reporting prior connection success but experiencing ongoing non-communication without pump alerts; troubleshooting was offered to restart pairing or replace the sensor, and the call ended without intervention. Symptoms included none reported. Outcomes included no reported clinical impact and no care escalation. Investigation included customer support troubleshooting and education. Investigation of this case revealed that a specific device error could not be confirmed because no alerts were present and no further diagnostics were completed. It was concluded that the issue remained unresolved and unconfirmed due to the lack of actionable error information and the absence of further user participation in troubleshooting.